Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on stomach, the reload stopped placing staples and cutting midway through firing and the staple line was incomplete centrally. The scrub technician removed old reload and replaced it with a new reload. The new reload was placed on the tissue where the previous loading unit stopped to complete the staple line. They opened another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.